Manufacturer narrative:
Investigation: the complaint was investigated for a z6ms transducer intermittently displaying an over temp error. The defective transducer was returned, and investigation was performed. The cause of the issue was determined to be a gastro flex thermistor fault, caused by insufficient reliability. Through a corrective & preventive action, improvements to the gastro flex trace were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that prior to start of a transesophageal echocardiography (tee) procedure, the transducer intermittently displayed an over-temperature error (usacquisitionhw_31). The patient was already on the table when the error occurred. The user replaced the transducer with a similar but different brand. There was a delay of 15 minutes while the new transducer was obtained. There was no loss of data and there was no patient injury reported. No additional information was provided.